Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked, the shaft bent and with the handle shrouds dislodged. No functional test could be performed, as the clamp arm did not open and due to the returned condition of the instrument. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. No conclusion could be reached as to how the handle and shaft got damaged.

Event description:
It was reported that the ace45 stopped working during a laparoscopic gastric bypass. The device was swapped out for an alternate like device and the procedure was completed without incident.